Manufacturer narrative:
(B)(4). Sled movement. Batch # m52m9h. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60d loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. No short cut or absent cut was noted. The event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic low anterior resection, the knife slightly moved forward and then stopped at the 1st firing. A sound like running out of the battery was heard before the firing stopped. The knife did not return to the home position with the knife reverse switch. Eventually, the knife was returned with the manual override lever. After that, it was found that four unformed staples were deployed on the target tissue. Another competitive device was used to complete the case. There were no adverse consequences to the patient.